Event description:
It was reported that during a sleeve gastrectomy procedure, during the insertion of "surgicel" with a grasper, trough a 12mm bladeless trocar, the duck bill part of the trocar was pushed forward through the cannula, and fell into the abdominal cavity. The surgeon noted he felt a slight resistance during this action. The surgeon spotted this part of the trocar that fell and removed it out of the body. Surgery was prolonged three minutes. No further action was needed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned for analysis. Upon evaluation of the device, the universal seal cap was noted to be separated from the base of the sleeve. A leak test could not be performed due to the condition of the returned device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. The cb12lt device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.